Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was moved to the abdomen as a temporary measure due to radiation. The plan was to move the device back after radiation treatment. The device exhibited noise on rs and shock egm, that has caused inappropriate episodes, but no shock. In addition, the device exhibited varied shock lead impedance measurements. Technical services discussed possible causes of the noise, including leads reversed in the header. Guidant received additional information that the device exhibited out of range shock and pacing impedance measurements.

Event description:
--

Manufacturer narrative:
--

Event description:
Guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was moved to the abdomen as a temporary measure due to radiation. The plan was to move the device back after radiation treatment. The device exhibited noise on rs and shock egm, that has caused inappropriate episodes, but no shock. In addition, the device exhibited varied shock lead impedance measurements. Technical services discussed possible causes of the noise, including leads reversed in the header. Guidant received additional information that the device exhibited out of range shock and pacing impedance measurements.

Manufacturer narrative:
Invasive evaluation revealed that the df-1 negative pin was not well seated in header. This pin was reconnected and the observations ceased. The device remains implanted. The event will be reopened if additional information is received. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, bench test confirmed that all lead impedance measurements were within their normal range and device was capable of delivering the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.